Event description:
The facility's biomedical engineer reported an infusion pump with an 538:320:675:0000 failure code. The device was received by the biomed from a nurse who was using the pump during clinical use but it is not known if the pump was actually hooked up to a patient at the time it went into the failure code. Writer attempted to gain additional details regarding the medication involved, pump programming information, specific patient information, medical intervention, tubing product code and lot number, but no additional details were available. No clincial contact was able to be identified by the biomed for writer to obtain additional details from. No patient injury resulted per the biomed.